Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced a blood glucose (bg) of 350 mg/dl and kidney failure. The customer declined to discuss any additional details regarding the kidney failure. Supply changes were performed and a correction bolus was delivered or a manual injection was administered to address the bg level. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.